Event description:
After speaking with the customer, it was identified that there is no alleged failure. The customer was concerned with the skin reddening on a patient where a tp500 device was being used. However, the customer confirmed that they could not confirm the serial number of the device but it was sent to their biomeds where no malfunctions were found. They had also spoke with a tempature management specialist and were able to confirm that there was no longer any concern with the patients condition. The skin reddening was not a burn but simply the effect of the patient being warmed at 107 degrees for an extended period of time. The patient was confirmed to not be injured and having confirmed that there was no alleged issue, the tp500 was simply a concomitant product to the situation of the patients skin reddening from the 8 hour therapy of 107degrees.

Event description:
It was reported by the customer that they wanted to know the recommended length of skin contact time with our pads and how to decide what temperature to set our tp500 at for patient use. The customer went on to say they had an issue with a patient developing a skin irritation that looked like a burn. The patient was allegedly receiving therapy for around 8 hours when they noticed the skin irritation that looked like a burn. It was not reported that the patient required further medical intervention.

Manufacturer narrative:
After speaking with the customer, it was identified that there is no alleged failure. The customer was concerned with the skin reddening on a patient where a tp500 device was being used. However, the customer confirmed that they could not confirm the serial number of the device but it was sent to their biomeds where no malfunctions were found. They had also spoke with a tempature management specialist and were able to confirm that there was no longer any concern with the patients condition. The skin reddening was not a burn but simply the effect of the patient being warmed at 107 degrees for an extended period of time. The patient was confirmed to not be injured and having confirmed that there was no alleged issue, the tp500 was simply a concomitant product to the situation of the patients skin reddening from the 8 hour therapy of 107 degrees.